Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture on the distal shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and a 6f non-penumbra short introducer sheath. During the procedure, the physician inserted the benchmark into the patient using the 6f shorth introducer sheath, then advanced the benchmark into the carotid artery. Afterwards, the physician injected contrast through the benchmark to perform an angiography. Subsequently, it was noticed that the contrast did not come out from the distal tip of the benchmark but proximal to the distal tip. It was reported that the physician believed that the benchmark was fractured. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same short introducer sheath. There was no report of an adverse effect to the patient.